Event description:
(B) (6). Same case as: 2134265-2010-01564. It was reported that during a carotid artery stenting procedure, the patient experienced hypotension. The 80% stenosed target lesion being treated was 22mm long with a reference vessel diameter of 5mm. During the index procedure, the target lesion was treated with a filterwire ez and placement of a carotid wallstent. Post-dilation was performed with residual stenosis 10%. It was reported that hypotension occurred during the procedure. The patient was treated with medication and the event was considered resolved without residual effects. The patient was discharged 2 days later.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)